Event description:
The affiliate reported a customer who used items from a cancelled cycle on pts. The customer reported that the cycle of the day cancelled with low pressure in injection and that at the time of the cancellation no one was around the unit. The healthcare worker on the evening shift thought that someone opened the door and read the color indication tape/indicator, but did not read the printout to confirm that the sterilization process had completed. The devices were released to the operative dept. The customer reported that these items were used in five cases the next day. The affiliate reported that the unit was overloaded with five to six sets of ophthalmic instruments in a silicone mat that caused the cancellation. The customer reported that there was no pt impact.

Manufacturer narrative:
.